Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room (ER) with chest discomfort and generalized weakness. Review of the remote transmission showed the right ventricular (rv) lead exhibited oversensing resulting in misclassification of episode type and an inappropriate shock. The patient stated they were at the gym working out at the time of the shock. The lead had t-wave oversensing (twos), smaller r-waves, erratic pacing, and a lead integrity alert (lia) occurred for sensing integrity counter (sic) and high-rate non-sustained episodes. It was noted that the alert tone for the lia was off and that a lia was triggered previously almost a year ago. Review of the current electrograms (egm) and episodes suggested that the rv lead was possibly sensing both atrial and ventricular activity. The rv lead was found to be dislodged and pulled back into the right atrium. The lead was capped and replaced. No further patient complications have been reported as a result of this event.